Event description:
Reportedly, the patient has "significant pain, mental anguish, and the fear of needing to undergo another surgery."

Manufacturer narrative:
Implant date: 2004. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although, it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: the patient presented with the following pre-op diagnosis: degenerative lumbar disc disease at l4-5 with lumbar spiral stenosis. Status post previous right l4-5 laminotomy and discectomy in 2002 with post-laminectomy lumbar pain syndrome. Current l4-5 disc herniation. Acquired l4-5 spondylolisthesis. The patient underwent the following procedures: repeat posterior decompressive l4-5 laminectomy. Use of intraoperative microscope for illumination, magnification, microdissection around the epidural scar tissue. Posterolateral lumbar fusion and arthrodesis. Posterior l4-5 instrumented fusion with pedicle screws and rods on the non-segmental fusion using local autograft from the same incision, use of morcellized spine allograft for the arthrodesis. Bilateral neuromuscular junction testing of nerve roots l4, l5 and 81 bilaterally. Intraoperative neurophysiological testing for two hours. Intraoperative c-arm fluoroscopic guidance for placement of the pathfinder instrumented posterior fusion system. As per operative notes, ¿autograft was used, which was kept from the bone that was removed during the decompression and mixed that in a 1:1 with donated allograft morcellized bone and this was then placed in collagen-containing bone morphogenic protein (bmp) which was wrapped around the bone graft material. This was then laid down into the lateral gutters and over the facet joints bilaterally. The bmp was used to promote better bone healing in this patient because of his history of smoking. ¿ no intra-operative complications were reported.